Event description:
Re: FDA notice of meningitis risk, 7/24/02. Not a problem, but a success surgical implantation of med-el combi 40+ cochlear implant; no indications of meningitis, to one year following surgery.